Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown and treatment was not reported. The organisms from peritonitis could not be identified. The patient outcome from the peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: the exact date of the onset of peritonitis was unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.